Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no ensite case study was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported transient ischemic attack could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR numbers: 2030404-2020-00105; 3005334138-2020-00611. Following an atrial fibrillation ablation procedure with no issues, the patient experienced a transient ischemic during recovery. The patient returned to stable condition with no lasting symptoms observed. No information was available on the cause of the transient ischemic attack. There were no performance allegations against any abbott device.